Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Drifts

Event description:
Dealer states, foot end is going up and then floats back down.